Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the tubing had separated from the drip chamber. Microscopic inspection of the tubing end under a microscope showed that there is no visible solvent plow ridge. A CAPA was opened to address this issue. The CAPA determined that the cause for the tubing separation at drip chamber was the deficiency of the ¿tube in spoon¿ sensor detection and additionally the ineffectiveness and inconsistency of the solvent re-applying after machine stoppages. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, it was identified that the tubing separated from the drip chamber on an interlink solution set. There was no patient involvement reported with this event. No additional information is available.